Event description:
A healthcare professional reported an 08 error occurred with the 8840 and read ¿08:08:f8f8-544253¿ while updating the pump. Upon interrogation they encountered a message that the pump was stopped and shut off for twenty-six minutes. Powering the device off and on and removing the application card and reinserting it did not resolve the issue. The hcp was able to update the pump after using another 8840 programmer. The patient complained of more pain than usual over the past couple of weeks, and the patient reported hearing the pump alarm three times the night prior to the report. The pump was interrogated, and the logs did not reveal any alarms or other problems with the pump. The medication used within the system was morphine.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8840, lot# unknown, product type programmer, physician. (B)(4).